Manufacturer narrative:
(B)(6) 10:44 am (gmt-4:00) added by (B)(6): an hls module advanced 7.0 was returned to the factory and investigated in the decontamination / complaints laboratory. The blood inlet side was found to be somewhat clotted. The module was cleaned with sodium hypochlorite solution. Nothing else of note was found. For further examination, the product was forwarded to the qa laboratory, where the product passed the gas exchange performance tests, but failed the pressure drop test. Although the oxygenator failed the pressure test at the highest flow rate, this does not necessarily indicate a product malfunction, as clotting was detected that could affect flow/internal pressure, as could the decontamination process. In addition, the customer confirmed that there were no gas exchange or pressure problems with the oxygenator, and that the oxygenator was not a factor in the death. The root cause for the pressure drop performance not being to specification cannot be determined with certainty. However, in relation to the customer's request for information regarding fibrin deposits, the therapy application manager confirmed that increased fibrin deposits on the oxygenator membrane is a known phenomenon and is a typical observation for patients with sepsis on ECMO. Therefore, the most likely root cause for the reduced pressure drop performance found in the performance testing in the qa laboratory is the clotting/increased fibrin deposits as a consequence of the sepsis.

Event description:
Ref.: # (B)(4). Customer ref.: (B)(4). Additional information - email (B)(6) . What happened to the patient as a result of the incident? Circuit was changed out. Patient eventually died but not related to oxygenator issue how long was the product in use when the failure occurred? In use 12 hours when issue occurred. Were lipid based drugs like propofol applied during use / shortly before the incident? If yes which drugs in which dosage? No lipids or propofol used. -were any abnormalities regarding the performance parameters of the product observed? No abnormalities noted. Oxygenator gases good - no flow issues.

Manufacturer narrative:
(B)(4). The device has been requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "white streaks on oxygenator during use. Patient was septic." (B)(4).